Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of the intraocular lens (iol) was stuck in the cartridge and was found folded after insertion. While manipulating the iol, the haptic was detached from the iol optic and removed from the patient's eye. There was no delay in treatment or other interventions performed. No further information was provided.